Event description:
It was reported that the lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.